Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the lma came apart. The cuff of the lma evo separated from the device and was in the patient's airway (they had to pull it out). No damage done to the patient."

Manufacturer narrative:
(B)(4). The reported issue 'cuff separated from tube' was confirmed upon investigation of the returned sample. The customer returned an actual sample for investigation. Visual inspection shows that the cuff was separated from the tube at the backplate and tube junction, with a portion of the backplate still attached to the tube. The tear on the backplate appears irregular, indicating that the cuff was forcibly detached from the tube. Further examination of the backplate shows traces of adhesive still present inside the backplate-tube junction. A device history record review was performed, and no relevant findings were identified. The tear on the backplate appears irregular, indicating that the cuff was forcibly detached from the tube. However, the root cause of the defect remains undetermined at this stage. Teleflex will continue to monitor and trend for events of this nature.

Event description:
It was reported that "the lma came apart. The cuff of the lma evo separated from the device and was in the patient's airway (they had to pull it out). No damage done to the patient."